Event description:
After the balloon pumped for no longer than 10 seconds, the "gas loss" alarm sounded from the system 97e pump and a noise was heard coming between the balloon and catheter. (Event complications: unk - reported 8/28/98) (pt's current status: unk - reported 8/28/98)